Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 010000589 comp rvrs 25mm bsplt ha+adptr lot#: 049210; catalog#: ti-115310 comp vrsdl glnspr 36mm ti lot#: 211620; catalog#: 115395 comp rvs cntrl 6.5x25mm st/rst lot#: 526270; catalog#: 180551 comp lk scr 3.5hex 4.75x20 st lot#: 805130; catalog#: 180552 comp lk scr 3.5hex 4.75x25 st lot#: 461970; catalog#: 180553 comp lk scr 3.5hex 4.75x30 st lot#: 980730; catalog#: 180554 comp lk scr 3.5hex 4.75x35 st lot#: 997650; catalog#: 110031418 cr prolong 36mm brng std lot#: 64578844; catalog#:118000 25mm versa-dial taper adaptor lot#: 399130; catalog#: 110031414 mini tray std ti +6 offset lot#: 64352530. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00693, 0001825034-2021-00694, 0001822565-2021-00662.

Event description:
It was reported that approximately 8 months post implantation, the patient is experiencing itching in and around the shoulder and all over his body. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Patient noted allergy to cobalt, however, all implanted devices are made of titanium, therefore, it remains unknown what is causing the itching. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.